Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while using the accuchek inform ii meter (serial number (B)(4)) the following blood glucose values were obtained. Units of measure were provided as both "md/dl" and "mg/dl". Clarification was requested. At 4:00 pm a capillary blood sample tested on the accuchek inform ii meter was 70 compared to a measurement of 750 on an undefined instrument from a blood sample from the "prv femoral central line." At 4.45 pm the blood glucose result on the accuchek inform ii was 588. There was multiple attempts to get information regarding the site for the capillary sample, what medications and fluids were running through the central line and whether or not the line was flushed before blood was drawn out. At this time the information requested is not known. The meter result was reported to the clinician and the patient was treated with glucose. The amount of glucose was not reported. It was stated that it was unknown if there was an adverse event. The patient's current condition and whether any further treatment after the glucose was received was asked for but it is not known at this time. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Clarification of details surrounding the event was received. The units of measurement used by the customer was md/dl. It was further clarified that the result of 750 md/dl was also obtained on the accucheck inform ii meter (serial number (B)(4)).